Manufacturer narrative:
Date sent to the FDA: 02/07/2020. Lot t40l5d is an invalid lot number, therefore no DHR review can be performed.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Were any concomitant procedures performed? Onset date of pain from the initial surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? Other relevant patient history/concomitant medications ? Please provide a valid lot number as lot t40l5d is not valid for ethicon tvt mesh? What was indication for mesh removal? Date and surgical findings of mesh removal surgery? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event (pain)? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the mesh was implanted. The patient experienced pain after mesh was implanted, and the mesh was surgically removed. Additional information has been requested.